Event description:
Patient presented to the physician with the stimulation lead eroded through the skin at the neck incision site. Physician brought the patient into the or, replaced the stimulation lead, and closed. Physician planned to prescribe antibiotics.